Event description:
It was reported that a spectrum pump was alarming for system error 105. It was further reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The reported symptom of system error 105 was confirmed. This deficiency was caused by severed motor mount screws. The motor and screws will be replaced to correct the problem.